Event description:
It was reported by the customer that their sensors not communicating information and the device alarmed lost sensor. Customer states that they charged the sensor fully and continue to receive the error alarm. Customer declined troubleshooting. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.